Event description:
It was reported that the staples were protruding prior to use. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with a partially fired cartridge that was noted to have the lockout spring damaged. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth were noted to be broken. Event described could not be confirmed as the staple retaining cap was not returned for analysis nor any staple was noted to be protruding. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.